Manufacturer narrative:
Patient had pain and opted to have plates installed instead of having rib resections. Plate were installed on (B)(6) 2008. After three weeks patient was still having pain and opted to have the plates removed and move forward with a rib resection. The four screws used to install the plate were removed with the broken plate. Additional MDR's associated with this event are: 3005670412-2011-1007.

Event description:
Plate removal.